Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances were found. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a necrosis event and "vascular compromise" at the injection site the day after ¿rhinomodeling¿ 0.5 ml juvederm® voluma¿ with lidocaine injection to the nose (nasal tip, point and wing of the nose left side). Patient with antecedent of nose trauma surgery. Provided treatment includes hyaluronidase infiltration in the affected region, without results. Compress, aspirin, sildenafil, cicaplast balm, antihistamine, hydrocholedol and antibiotic also provided. Symptoms have not been solved yet (under treatment).